Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints of not feeling well. Upon interrogation, it was noted that the atrial lead exhibited loss of sensing. The atrial lead was reprogrammed. The patient was in stable condition afterwards.